Event description:
The pt had an abdominal hysterectomy. At 356pm they were put on pain management therapy via the pca pump. The pca was programmed in the pca+ continuous mode to deliver morphine 1 mg/dl, at a continuous rate of 1 mg/hr, a 1mg pca dose, a 10 minute pt lockout and a 30mg 4-hour limit. At 1100pm the pt was placed on o2 via nc for an o2 sat of 90%. At 100am, the pump alarmed with an empty syringe alarm. The pt was reportedly aroused by the lpn, and a new syringe was started. At 330am the pt was snoring and was aroused a 2nd time by the lpn. At 420am the pt was unresponsive. The pump was taken off of the pt. Reportedly, 27ml of morphine was left in the vial. The customer reported that the pump delivered as programmed. Between 515 and 556am, several unsuccessful attempts were made to intubate the pt. In this time frame, the pt was given a total of 4mg of narcan, 2mg of versed, and 200mg of pentothal. The pt was successfully intubated at 556am and received another 100mg dose of pentothal. At 559am the pt received a final 2mg dose of versed, and at 604am, they received a final 100mg dose of pentothal. The pt transferred to ICU and was placed on a ventilator. The pt was extubated 4 days later per family request and was pronounced dead at 215pm. Multiple unsuccessful attempts have been made to obtain add'l info.